Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl and 416 mg/dl at the time of incident. Troubleshooting was performed for high blood glucose. Auto mode feature was active at the time of incident. Customer was treated with bolus and manual injection. Device will not be returned for the analysis.